Event description:
The surgeon was unable to pass a crosser catheter over the wire, would not load on the back of the wire or would not allow the wire to be back fed. The right superficial femoral artery was easily crossed with the crosser 14 atherectomy device. This was performed with a 014 wire and then we switched over to an angled glide catheter to a v18 wire. The physician is very familiar with the use of this product. There was no harm to the patient.